Manufacturer narrative:
Patient weight is unknown. Date of non-union is unknown. This report is for an unknown trauma screws. Part and lot numbers are unknown; UDI number is unknown. Complainant parts are not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent an orthopedic procedure to remove the 4.5 mm locking compression plate (lcp) condylar plate and unknown screws from the patient¿s distal femur due to non-union. The patient was revised to a prosthetic distal femur.the lcp and screws were initially implanted on (B)(6) 2017 in a first revision surgery due to the previous hardware failing. The failed hardware from that surgery was originally implanted on (B)(6) 2017.patient consequence is unknown. This report is for unknown trauma screws.this is report 2 of 2 for (B)(4). This report will address the lcp condylar plate and unknown screws removed on (B)(6) 2018. The revision surgery on (B)(6) 2017 has been captured under (B)(4).

Manufacturer narrative:
Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was no surgical delay. Procedure successfully completed. Patient outcome was stable.